Event description:
It was reported to boston scientific corporation that a segura hemisphere basket was used during a ureteroscopy procedure on (B)(6) 2011. The patient was reported to be male and over 18 years of age (patient identifier, date of birth, age, and weight were unable to be obtained). According to the complainant, during the procedure the small piece that connects the wires on the front of the basket detached inside the patient. There was an attempt made to retrieve the detached portion; however it was too small, and was therefore left inside the patient. The procedure was completed with another segura hemisphere basket. The patient was stable following the procedure.

Event description:
It was reported to boston scientific corporation that a segura hemisphere basket was used during a ureteroscopy procedure on (B)(6) 2011. The patient was reported to be male and over 18 years of age (patient identifier, date of birth, age, and weight were unable to be obtained). According to the complainant, during the procedure the small piece that connects the wires on the front of the basket detached inside the patient. There was an attempt made to retrieve the detached portion; however, it was too small, and was therefore, left inside the patient. The procedure was completed with another segura hemisphere basket. The patient was stable following the procedure.

Manufacturer narrative:
Device available for evaluation: not yet received, not yet evaluated. The device has not yet been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental manufacturers' report will be filed. At this time we are unable to determine the relationship between the device and the cause of this event. (B)(6).

Manufacturer narrative:
Additional information received on (B)(4) 2011 indicated that the patient identifier was (B)(6), (B)(6) and the patient weight (B)(6). Analysis of the returned segura hemisphere basket revealed all basket wires were present and attached and all were kinked/bent. The outer sheath was kinked approximately 34.5cm from the black heat shrink. The distal end of the outer sheath was torn and jagged. The outer sheath working length measured approximately 90.5cm, which is below the lower specification limit. Based on the length, a portion of the distal end of the sheath was detached. A functional evaluation was performed and the basket would function when the handle was actuated; however, the basket would not fully close. The wire sub-assembly was removed and moved freely from the distal end of the outer sheath. The wire sub-assembly was bent and kinked approximately 50.5cm from the proximal end. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. The defects identified on the device were most likely due to procedural aspects; therefore, the most probable root cause for this complaint is operational/physiological context.